Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received thirty devices, one opened by the account and twenty-nine sealed with the appropriate packaging. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The visual inspection of the opened sample noted one suture and one needle detached. The needle was returned disengaged from the suture. Microscopic inspection did not note any bent broken sites on the needle a needle attachment test was performed on the sealed samples, three of the sutures were disengaged upon opening the product. Microscopic inspection of the needles detached upon opening noted crimp marks on the needle and a small amount of suture transfer material in the border of the swage entrance. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. The root cause was found to be poor insertion by the operator. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while on wound closure, the device's needle broke. A new device was used to complete the case.